Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The plunger was removed and evaluated. No damage or abnormalities were observed. The nozzle and tip were not damaged. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause for the reported "plunger sticky" could not be determined. The plunger was removed without issue. The plunger was evaluated and no damage or abnormalities were observed. The plunger position in relation to the iol during advancement cannot be determined. The iol was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that during an intraocular lens (iol) implant procedure the plunger was sticking and it was difficult to get the lens to progress through the device. The surgeon was able to deliver and place the lens without any harm to the patient. Additional information was requested.